Event description:
It was reported that when clip fired, it came out below not following on track. Unformed clips were ejected. There was no pt injury. This report is being filed for the findings upon device investigation.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. The jaws were in alignment. The cip retainer and push fork and jaw clearance were acceptable. Upon eval, the three remaining clips were fired from the device. The first two clips fired at normal speed and had proper pinch, but were slightly scissored. The third clip did not load properly in the jaw and came out sideways and unformed when fired. The locking mechanism engaged as intended when all of the remaining clips were fired, the device history record was reviewed, and no discrepancies were noted.